Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the allegation could not be determined with the data log available during the investigation window. The allegation could not be determined . The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.